Event description:
It was reported that the patient presented with incorrect interpretation of signal on the implantable cardioverter defibrillator. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with incorrect measurement on the implantable cardioverter defibrillator. Programming changes were made. Patient condition was stable.